Event description:
Patient had hemi-arthroplasty (B)(6) 2014. Patient fell and fractured his right femur causing a periprosthetic fracture. The patient was brought to surgery to fix femur and replace with a hip revision system. All implants were removed. The acetabulum was reamed to accommodate titanium cup and an mdm liner was also placed at this time. Attention then was placed on femur, distal femur was reamed to accommodate restoration conical stem, implant was placed, trailed proximal body, fit was good and real implants were implanted. Care was taken to wrap femoral bone around implant, 4 cables were placed to hold bone around new hip stem. Patient was closed and sent to recovery in satisfactory condition.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined with the limited information provided. The device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Also, a complaint history review indicated that there have been no other events for the reported lot.